Event description:
A consumer's husband reports that following intraocular lens (iol) implant surgery, his wife has fluctuating vision, cannot ride in the car at night with her eyes open, and reports glare, halos and rings. The surgeon told them the lens has a slight wrinkle and performed a laser procedure. The consumer reports worse vision since the laser procedure. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.